Manufacturer narrative:
Insulin pump was received with normal operating currents and passed the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. A water filled reservoir was used during the test. No air bubbles anomaly noted. Insulin pump was received with cracked battery tube threads and scratched reservoir tube window.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. Customer's blood glucose level was 431 mg/dl. He was feeling sluggish. The customer used a syringe to treat his high blood glucose level. The high pressure test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.